Manufacturer narrative:
Terumo cvs is aware of the event that was reported by the user facility as the organization has received reports of this nature in the past. Such reports have indicated that flexible circuit tubing disengages from the inlet port of the centrifugal pump. However, terumo's assessments of this matter have demonstrated that the centrifugal pumps are manufactured in accordance with intended design specifications - and when securely and properly affixed to appropriate circuit tubing, the event does not occur. As such, terumo references result code (device performs according to specifications). Terumo has issued a safety bulletin to consignees of the product to provide additional info that is designed to assist the user in securing an adequate connection between the flexible pvc circuit tubing and the inlet port of the centrifugal pump.

Event description:
On aug 31, 2009, terumo cvs was informed by the user facility that during bypass surgery, the flexible pvc circuit tubing detached from the inlet port of the centrifugal pumphead. As a result of the detachment, the pt was "off pump" for a period of approximately 2 minutes while the tubing was re-attached. The user facility reported that the pt did lose a significant amount of blood (although the amount of blood loss was not quantified). After the pvc tubing was re-attached, bypass was re-initiated and the surgery was completed with any further incidents being reported to the manufacturer.